Event description:
It was reported that the patient, who was in a study, developed a hematoma and infection. The patient was hospitalized and the device was repositioned. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.